Event description:
Technician alleged that the siderails on the stretcher were not latching in the up position. No injuries occurred.

Manufacturer narrative:
The tech replaced the screws and zero gap stops on the siderails to resolve the issue.